Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jan-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic, long menstrual periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, non-smoker, migraine and tachycardia paroxysmal. The patient had a family history of parkinson's disease (father). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), goitre ("thyroid swelling"), pruritus ("itching, especially at night"), cerebrovascular accident ("suspected stroke"), heart rate irregular ("heart rate problems"), myalgia ("muscle pain"), bone pain ("bone pain"), back pain ("back pain"), fatigue ("fatigue"), insomnia ("insomnia"), irritability ("irritability"), nervousness ("nervousness"), nausea ("nausea"), diarrhoea ("diarrhoea"), abdominal pain upper ("stomachache"), gingival bleeding ("gum bleeding"), oral discomfort ("lip burning"), lip dry ("lip dryness"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in mouth"), breath odour ("bad breath"), swollen tongue ("hyperactivity of the tongue"), dizziness ("dizziness"), visual impairment ("vision problems (shapes/reliefs and distances)"), memory impairment ("memory disturbance / memorisation problems"), disturbance in attention ("disturbance in attention"), speech disorder ("speech disturbance"), diplegia ("paralysis of upper and lower limbs for several hours"), multiple sclerosis ("suspicion of multiple sclerosis"), paraesthesia ("tingling in my hands"), ligament sprain ("knee sprain"), meniscus injury ("meniscus cracks"), menometrorrhagia ("menometrorrhagia (heavy irregular menstrual bleeding)") and adenomyosis ("adenomyosis") and was found to have fibroma ("fibroma"). The patient was treated with atarax [alprazolam] and magnesium as well as surgery ( peri-laparoscopic subtotal hysterectomy and bilateral adnexectomy). At the time of the report, the oral discomfort, lip dry, swollen tongue, ligament sprain and meniscus injury were resolving. The outcomes for heavy menstrual bleeding, fibroma, goitre, pruritus, cerebrovascular accident, heart rate irregular, myalgia, bone pain, back pain, fatigue, insomnia, irritability, nervousness, nausea, diarrhoea, abdominal pain upper, gingival bleeding, dry mouth, dysgeusia, breath odour, dizziness, visual impairment, memory impairment, disturbance in attention, speech disorder, diplegia, multiple sclerosis, paraesthesia, menometrorrhagia and adenomyosis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fibroma, goitre, pruritus, cerebrovascular accident, heart rate irregular, myalgia, bone pain, back pain, fatigue, insomnia, irritability, nervousness, nausea, diarrhoea, abdominal pain upper, gingival bleeding, oral discomfort, lip dry, dry mouth, dysgeusia, breath odour, swollen tongue, dizziness, visual impairment, memory impairment, disturbance in attention, speech disorder, diplegia, multiple sclerosis, paraesthesia, ligament sprain, meniscus injury, menometrorrhagia or adenomyosis. The reporter commented: - hysteroscopy under warm normal saline solution with 30º optics - visualisation of the tubal ostia - easy insertion of essure stents in each tubal ostium - 4 turns of coil visible on the right - 4 turns of coil visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): suspicion of multiple sclerosis: [magnetic resonance imaging head] on (B)(6) 2017: unremarkable and did not show any lesions related to the symptoms; (date unknown): doubts about a left parietal lesion visible in fluid attenuated inversion recovery (flair) hyposignal, with no suspicious contrast uptake requiring a radiological opinion. In view of this atypical case of motor defic [pathology test] on (B)(6) 2017: specimen sent as five fragments measuring 4 to 5 cm on the long axis, two of which are the fallopian tubes measuring 9 and 6 cm long with the essure devices. It weighs a total of 50 g. Histologically, the specimens taken show a hypotrophic endometrium. There are foci of adenomyosis in the myometrium, consisting of tubular or glandular structures, surrounded by a cytogenetic chorion. The fallopian tubes do not reveal any abnormality. Conclusion: uterus and appendages (adnexa): adenomyosis foci, fallopian tubes with no abnormality. [Ultrasound scan] (date unknown): outlet syndrome, predominantly on the left. However, it is very atypical that a vascular abnormality could explain the symptoms experienced by the patient. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-jan-2024. The most recent information was received on 14-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic, long menstrual periods") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 3, non-smoker, migraine and tachycardia paroxysmal. The patient had a family history of parkinson's disease (father). On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2017. On unknown date she experienced heavy menstrual bleeding (seriousness criterion intervention required), goitre ("thyroid swelling"), pruritus ("itching, especially at night"), cerebrovascular accident ("suspected stroke"), myalgia ("muscle pain"), bone pain ("bone pain"), back pain ("back pain"), fatigue ("fatigue"), insomnia ("insomnia"), irritability ("irritability"), nervousness ("nervousness"), nausea ("nausea"), diarrhoea ("diarrhoea"), abdominal pain upper ("stomachache"), gingival bleeding ("gum bleeding"), oral discomfort ("lip burning"), lip dry ("lip dryness"), dry mouth ("dry mouth"), dysgeusia ("metallic taste in mouth"), breath odour ("bad breath"), swollen tongue ("hyperactivity of the tongue"), dizziness ("dizziness"), visual impairment ("vision problems (shapes/reliefs and distances)"), memory impairment ("memory disturbance / memorisation problems"), disturbance in attention ("disturbance in attention"), speech disorder ("speech disturbance"), paralysis ("paralysis of upper and lower limbs for several hours"), multiple sclerosis ("suspicion of multiple sclerosis"), paraesthesia ("tingling in my hands"), ligament sprain ("knee sprain"), meniscus injury ("meniscus cracks"), menometrorrhagia ("menometrorrhagia (heavy irregular menstrual bleeding)") and adenomyosis ("adenomyosis") and was found to have fibroma ("fibroma") and heart rate abnormal ("heart rate problems"). The patient was treated with atarax [alprazolam] and magnesium as well as surgery (peri-laparoscopic subtotal hysterectomy and bilateral adnexectomy). At the time of the report, the oral discomfort, lip dry, swollen tongue, ligament sprain and meniscus injury were resolving. The outcomes for heavy menstrual bleeding, fibroma, goitre, pruritus, cerebrovascular accident, heart rate abnormal, myalgia, bone pain, back pain, fatigue, insomnia, irritability, nervousness, nausea, diarrhoea, abdominal pain upper, gingival bleeding, dry mouth, dysgeusia, breath odour, dizziness, visual impairment, memory impairment, disturbance in attention, speech disorder, paralysis, multiple sclerosis, paraesthesia, menometrorrhagia and adenomyosis were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, fibroma, goitre, pruritus, cerebrovascular accident, heart rate abnormal, myalgia, bone pain, back pain, fatigue, insomnia, irritability, nervousness, nausea, diarrhoea, abdominal pain upper, gingival bleeding, oral discomfort, lip dry, dry mouth, dysgeusia, breath odour, swollen tongue, dizziness, visual impairment, memory impairment, disturbance in attention, speech disorder, paralysis, multiple sclerosis, paraesthesia, ligament sprain, meniscus injury, menometrorrhagia or adenomyosis. The reporter commented: hysteroscopy under warm normal saline solution with 30º optics, visualisation of the tubal ostia, easy insertion of essure stents in each tubal ostium, 4 turns of coil visible on the right, 4 turns of coil visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] (date unknown): suspicion of multiple sclerosis: [magnetic resonance imaging head] on (B)(6) 2017: unremarkable and did not show any lesions related to the symptoms; (date unknown): doubts about a left parietal lesion visible in fluid. Attenuated inversion recovery (flair) hyposignal, with no suspicious contrast uptake requiring a radiological opinion. In view of this atypical case of motor defic [pathology test] on (B)(6) 2017: specimen sent as five fragments measuring 4 to 5 cm on the long axis, two of which are the fallopian tubes measuring 9 and 6 cm long with the essure devices. It weighs a total of 50 g. Histologically, the specimens taken show a hypotrophic endometrium. There are foci of adenomyosis in the myometrium, consisting of tubular or glandular structures, surrounded by a cytogenetic chorion. The fallopian tubes do not reveal any abnormality. Conclusion: uterus and appendages (adnexa): adenomyosis foci, fallopian tubes with no abnormality. [Ultrasound scan] (date unknown): outlet syndrome, predominantly on the left. However, it is very atypical that a vascular abnormality could explain the symptoms experienced by the patient. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-feb-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.